Manufacturer narrative:
(B)(4)

Event description:
The patient had a granuloma removed. Treatment options were being considered. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.